Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2012, urinary tract infection, panic attack, painful periods, gerd, esophagitis, insomnia, urethral stricture, multigravida, anxiety and parity 3. Concurrent conditions included abdominal pain, cellulitis, uterine cervical metaplasia, adenomyosis, uterus enlarged and cystoscopy. Concomitant products included ibuprofen since 2007 to (B)(6) 2013, ketorolac, methocarbamol, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain.") And post procedural complication ("post removal complication-yes"). The patient was treated with lorazepam, trazodone and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in lab data essure conformation test - she did not undergo an essure confirmation test. (Per pfs). Last pap smear was in (B)(6) 2012 which was negative. Plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) -2013: uterus, 123 gm cervix : squamous metaplasia. Myometrium, adenomyosis. Endometrium: benign secretory phase endometrium.. Ultrasound abdomen - on (B)(6) 2013: impression: unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2012, urinary tract infection, panic attack, painful periods, gerd, esophagitis, insomnia, urethral stricture, multigravida, anxiety and parity 3. Concurrent conditions included abdominal pain, cellulitis, uterine cervical metaplasia, adenomyosis, uterus enlarged and cystoscopy. Concomitant products included ibuprofen since 2007 to (B)(6) 2013, ketorolac, methocarbamol, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain.") And post procedural complication ("post removal complication-yes"). The patient was treated with lorazepam, trazodone and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the depression and anxiety was resolving and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in lab data essure conformation test - she did not undergo an essure confirmation test. (Per pfs). Last pap smear was in (B)(6) 2012 which was negative. Plaintiff received treatment for bleeding. Fu (B)(6) 2020: essure insertion date: (B)(6) 2007 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; in (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus, 123 gm cervix : squamous metaplasia. Myometrium, adenomyosis. Endometrium: benign secretory phase endometrium.. Ultrasound abdomen - on (B)(6) 2013: impression: unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pain pelvic area'). In a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pap smear abnormal in (B)(6) 2012, urinary tract infection, panic attack, painful periods, gerd, esophagitis, insomnia, urethral stricture, multigravida, anxiety and parity 3. Concurrent conditions included: abdominal pain, cellulitis, uterine cervical metaplasia, adenomyosis, uterus enlarged and cystoscopy. Concomitant products included: ibuprofen since 2007 to (B)(6) 2013, ketorolac, methocarbamol, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems, condition: anxiety, depression and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems, condition: anxiety, depression and mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication:yes"). The patient was treated with lorazepam, trazodone and surgery (total hysterectomy, (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The depression and anxiety was resolving. And the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted, in lab data essure conformation test: she did not undergo an essure confirmation test (per pfs). Last pap smear was in (B)(6) 2012. Which was negative. Plaintiff received treatment for bleeding. Fu (B)(6) 2020. Essure insertion date: (B)(6) 2007 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. On (B)(6) 2007, total bilateral occlusion. Pathology test: on (B)(6) 2013, uterus, 123 gm cervix: squamous metaplasia. Myometrium, adenomyosis. Endometrium: benign secretory phase endometrium. Ultrasound abdomen: on (B)(6) 2013, impression: unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, anxiety. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: outcome of event: psychological or psychiatric problems, condition: anxiety, depression and mental anguish/psych injury was updated to recovering/resolving. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in june 2012, urinary tract infection, panic attack, painful periods, gerd, esophagitis, insomnia, urethral stricture, multigravida, anxiety and parity 3. Concurrent conditions included abdominal pain, cellulitis, uterine cervical metaplasia, adenomyosis, uterus enlarged and cystoscopy. Concomitant products included ibuprofen since 2007 to august 2013, ketorolac, methocarbamol and zolpidem. On (B)(6) 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain."). The patient was treated with lorazepam, trazodone and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in lab data essure conformation test - she did not undergo an essure confirmation test. (Per pfs). Last pap smear was in jun2012 which was negative. Plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2013: uterus, 123 gm cervix : squamous metaplasia. Myometrium, adenomyosis. Endometrium: benign secretory phase endometrium.. Ultrasound abdomen - on (B)(6) 2013: impression: unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event abdominal pain was added. Event outcome was added for the event abdominal pain. Event outcome was updated for the events: menorrhagia, pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear in (B)(6) 2012, urinary tract infection, panic attack, painful periods, gerd, esophagitis, insomnia, urethral stricture, vaginal delivery, anxiety and parity 3. Concurrent conditions included abdominal pain, cellulitis, uterine cervical metaplasia, adenomyosis, uterus enlarged and cystoscopy. Concomitant products included ibuprofen since 2007 to (B)(6) 2013, ketorolac, methocarbamol and zolpidem. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with lorazepam, trazodone and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in lab data essure conformation test - she did not undergo an essure confirmation test. (Per pfs). Last pap smear was in (B)(6) 2012 which was negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2013: uterus, 123 gm cervix : squamous metaplasia. Myometrium, adenomyosis. Endometrium: benign secretory phase endometrium. Ultrasound abdomen - on (B)(6) 2013: impression: unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: case becomes incident. New events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety/ mental anguish, depression were added. The outcome of event pelvic pain was updated from unknown to recovering/resolving. Patient¿s demographics were added. Product indication was updated. Explant date was added. Concomitant drugs, lab data and medical history were added. New reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.